Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone proximal to the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits severe char and severe detritus adhesion; the metal cap is melted at the output window location; the glass cap has pushed forward in metal cap and is protruding. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.

Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, forward-firing of the output beam and a loss of tissue vaporization efficiency were observed. The lot number of the finishing fiber was reported as "unknown". Outcome: "no damages to the patient".